Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. The following information was requested, but was unavailable: please provide the lot number. =>no further information is available. Was the procedure completed successfully? How? No further information is available. No further information will be provided. "Trade name - stratafix¿ active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 ¿g /m".

Event description:
It was reported that a patient underwent a mitral valve replacement on (B)(6) 2021 and barbed suture was used. After performing continuous suturing on the dermis of the middle wound to the last, the suture was broken when pulling the suture before applying the backstitch. There were no adverse consequences to the patient. Additional information was requested.